Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m133295 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m133295 and test base part number 190-430 / lot m133295. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m133295 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference.

Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report. Ref: 1221359-2021-01664.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021. This MFR. Report addresses patient two (2) of two (2). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. Repeat testing was not performed. Confirmation testing on nasopharyngeal swabs with pcr generated negative results on (B)(6) 2021. The customer stated the patient was symptomatic. Patient came to the emergency room with a slight decrease in his sense of taste, the patient continued treatment as outpatient/not admitted after a negative pcr result was obtained. The customer confirmed no patient harm occurred. No additional patient information, including treatment and outcome, was provided.